Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturer for evaluation and the visual inspection using microscope showed that the lens was observed stuck in the cartridge at the cartridge loading zone and overrides by the push rod. The customer complaint was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. A search on complaints revealed no other complaints were received for this order number. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgery technician prepared and loaded the lens into the cartridge of a preloaded insertion system, model pcb00, but the surgeon noticed that the lens wasn't coming out of the cartridge properly. According to the surgeon, the iol was not already advanced towards the tip as it usually is. He tried to advance it, which it did part of the way, but the iol was all the way out of the cartridge only when the injector was advanced to the hub. The lens was confirmed to be partially inserted before the surgeon stopped. The lens was removed and another lens was implanted using another pcb00. No patient harm was reported. No further information was provided.